Manufacturer narrative:
The following fields have been updated with additional information: medical device expiration date: 2021-11-30. Medical device lot #: 8331736. Device available for eval?: yes. Returned to manufacturer on: 2019-05-07. Device returned to manufacturer: yes. Device manufacture date: 2018-11-27.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had poor sleeve function. This occurred on 100 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: back sleeve cover (rubber) did not get in correct position after change of tubes due collection of blood. When the user change tubes due the blood collection leakage occurred and they detected that the cover on back needle in the holder was not in correct position.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had poor sleeve function. This occurred on 100 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: back sleeve cover (rubber) did not get in correct position after change of tubes due collection of blood. When the user change tubes due the blood collection leakage occurred and they detected that the cover on back needle in the holder was not in correct position.

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, testing of the customer samples was performed and sleeve leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, testing of the customer samples was conducted and sleeve leakage was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had poor sleeve function. This occurred on 100 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: back sleeve cover (rubber) did not get in correct position after change of tubes due collection of blood. When the user change tubes due the blood collection leakage occurred and they detected that the cover on back needle in the holder was not in correct position.